Event description:
It was reported the customer received a motor error alarm while delivering a bolus. The customer also reported several no delivery alarms on their insulin pump. Customer's blood glucose was 405 mg/dl. The customer has treated their blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. Customer stated they were able to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error or unexpected no delivery alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with minor scratches on display window.